Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The product was returned and the failure mode was confirmed. Visual inspection: dented and scratched insulation observed. Also, the shaft was bent. Functional inspection: the device is non-monopolar. Therefore, an insulscan test was deemed unnecessary. The probable root causes for the reported failure involving this device could be due to 1) improper sterilization methods or 2) contact with metal tray during sterilization.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: dented and scratched insulation observed. Also, the shaft was bent. Functional inspection: the device is non-monopolar. Therefore, an insulscan test was deemed unnecessary. The probable root causes for the reported failure involving this device could be due to 1) improper sterilization methods or 2) contact with metal tray during sterilization.

Event description:
It was reported that the insulation had been compromised.